Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a lamp on a system needs to be replaced, the timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
New information received stating the customer received a system message code and not a lamp issue. This file is not reportable with the new event codes. There will be no further reports sent in reference to this issue / file. (B)(4).

Event description:
New information received from the customer stated the system displayed a system message and it did not have an illumination issue as originally reported.